Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulties charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The location of the device is unknown. Postoperatively, the patient was doing very well.